Manufacturer narrative:
H.6 investigation summary: bd received 2 photos from the customer in support of this complaint, showing the cap with the missing stopper. (B)(4) retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® k3e 5.4mg plus blood collection tubes, one stopper was missing. There was no report of impact to the patient or user.